Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5 was failed to close correctly due to slide rail damage. A field service engineer replaced new slide rail to resolve the issue, all rails were aligned and tested. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 5 was unable to open. The customer tried to recover and reboot but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.